Event description:
The customer reported inaccurate readings, ran 12 lead, strip read sinus tach but monitor interpreted psvt. No adverse patient impact was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.